Event description:
According to the reporter, pre-operatively, the handle would not turn on. The handle was tested on different charger bays with the same result. Other handles were tested on the same chargers and worked fine. There was no patient involvement. Medtronic's initial evaluation of the incident device found both batteries to be vented.

Manufacturer narrative:
Device evaluated by MFR: evaluation summary, medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. It was reported that the handle does not initialize. The complaint was confirmed based on the actual device. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring.